Manufacturer narrative:
Product event summary: the 990045 guidewire with lot number 8584491 was returned and analyzed. The pulmonary vein (pv) tracker guidewire was received stuck and stretched inside the guidewire lumen of the catheter. The guidewire was received, extended beyond the distal tip of the catheter about 0.5 inch. Visual inspection of the guidewire external to the catheter revealed a dried tissue with coagulated blood stuck on the guidewire in the tip of the catheter. Resistance was encountered during removal attempts. X-ray inspection along the length of the guidewire inside the catheter revealed a stretched and broken pv tracker guidewire, primarily caused by attempts to extract the guidewire from the catheter. In conclusion, the reported issues (cath/gw compatibility, gw damage) were confirmed through analysis. The pv guidewire tracker failed the returned product inspection due to tissue stuck on part of the guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure involving the pulse select catheter and pv tracker guidewire, the guidewire would not advance or retract within the catheter. The wire's j tip was observed to be straight, and despite repositioning attempts, the wire remained immobile. The decision was made to remove the catheter and guidewire simultaneously from the patient. The catheter and guidewire were subsequently replaced. After removal and outside of the patient, additional damage to the guidewire occurred as the physician attempted to pull it from the catheter. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.